Event description:
1115 heparin drip of 500cc ns with 25,000 units heparin added was started in per ipheral IV in right ve to run @ 15cc/hr.1330 nurse called to room, IV pump beeping indiating infusion complete, bag empty, rate on 15cc/hr, door closed ptt ordered stat - prot amive givenequipment inspected 9/27/93 by clinical eng. Infusion pump rate set @ 15cc/hr. Volume infused was 475cc. Device checked to see if it would run with door opened and it would not. Device sent to manufacturer service center.